Event description:
The facility reported to customer service a pump with an inoperable channel "c" button. It is unknown when the event occurred. There was no patient injury or medical intervention, according to the hospital representative. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.